Event description:
During a dissection of the aorta procedure on a male patient, the physician observed that the introducer was disconnected from the valve. The device could not be used. The physician used another product to finish the procedure. No adverse effects to the patient have been reported as occurring as a result of this incident and no section of the device remained inside the patient's body.

Manufacturer narrative:
The event is currently under investigation.